Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values reaching 1000 mg/dl. The patient was vomiting and sweating, as well. For treatment, the patient was given intravenous (IV) insulin. The cannula was dislodged, while wearing the pod on the leg. The patient was discharged after 1 day.